Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record review showed that there were no issues related to functional issues on the product or its components during the manufacture of the material.

Event description:
The customer alleges that the tubing crimps very easily and cuts off flow. No patient injury reported.